Event description:
During the procedure, the physician used a wilson-cook howell dash direct access system sphincterotome to perform a sphincterotomy. Add'l info provided with this report indicated the user flushed the provided wire guide prior to use and before each exchange. When the wire guide and sphincterotome were placed into the bile duct, they noticed the wire guide was exiting the catheter where a split area had occurred. The coating of the guide wire has separated, but did not detach. No pt injury was reported.